Event description:
It was reported that during follow-up visit, low lead impedances were noted on the rv lead. The rv lead was tested and the noise was unable to be reproduced. Review of the egms showed noise due to a possible lead issue. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.